Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture (B)(6) 2016 to the present date (B)(6) 2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.